Event description:
A complaint was reported that the pump was not charging. There was no information about any impact on the customer's blood glucose level. The issue was not pursued further as it was decided the pump would not be returned, and the complaint was subsequently closed.